Manufacturer narrative:
Patient was implanted on (B)(6) 2019. As of (B)(6) 2019, the site reported no further escalation of stroke, no hemorrhagic conversion, and no obvious neurological injury. Anticoagulation medications were back to therapeutic dosing levels and patient is doing well term: ischemic cva.

Event description:
On (B)(6) 2019, berlin heart inc. Was informed by the site that a patient in the lvad configuration had been taken for a routine post-operative head ultrasound that demonstrated a concern for stroke. A head CT showed a thalamic ischemic stroke. On (B)(6) 2019, pump was changed due to fibrin deposits on the inflow and outflow valves. Anticoagulation medication was decreased at the time. Patient did not exhibit any signs symptoms of stroke.